Event description:
The tip of the endologix graft powerlink system that was being used during an endographic aaa (abdominal aortic aneurysm) broke off during extraction and went into the thoracic aorta, blocking the left brachial artery.